Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2005 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
An event regarding abnormal ion level involving an unknown accolade tmzf stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: a review of medical records with clinical consultant indicated this product inquiry concerns a female patient who underwent a primary total up arthroplasty on or about on (B)(6) 2005 and was revised on (B)(6) 2017 for elevated chromium and cobalt levels. A competitor acetabular component was utilized along with a femoral adapter sleeve for the femoral component. I cannot confirm the primary hip replacement because I have no documentation. However, I can confirm the revision procedure that took place in 2017 because I was able to review the operation report. The root cause of this event cannot be determined with certainty. The causes of elevated cobalt and chromium levels and trunnion corrosion and adverse local soft tissue reaction are multifactorial. These include surgical technique factors, especially in the preparation or lack thereof, of the femoral trunnion and femoral head prior to final implantation. They also include patient factors such as activity level and bmi and implant factors. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: a review of medical records with clinical consultant indicated this product inquiry concerns a female patient who underwent a primary total up arthroplasty on or about on (B)(6) 2005 and was revised on (B)(6) 2017 for elevated chromium and cobalt levels. A competitor acetabular component was utilized along with a femoral adapter sleeve for the femoral component. I cannot confirm the primary hip replacement because I have no documentation. However, I can confirm the revision procedure that took place in 2017 because I was able to review the operation report. The root cause of this event cannot be determined with certainty. The causes of elevated cobalt and chromium levels and trunnion corrosion and adverse local soft tissue reaction are multifactorial. These include surgical technique factors, especially in the preparation or lack thereof, of the femoral trunnion and femoral head prior to final implantation. They also include patient factors such as activity level and bmi and implant factors. The devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about on (B)(6) 2005 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.